Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The pump was inoperable due to constant "door not fully latched" alarms. This deficiency was caused by a loose link screw. The screw was adjusted during evaluation with the door performing as expected. The screws will be replaced during the repair process.

Event description:
During baxter's evaluation of this spectrum pump, it was discovered to be inoperable due to constant "door not fully latched" alarms.